Manufacturer narrative:
Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was to be implanted in the esophago-gastric junction (ogj) to treat an approximately 6cm malignant stricture during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed, and the delivery system was removed; however, it was noted that the stent was placed proximal to the stricture. Subsequently, the stent was pushed down using a grasper, but it was unsuccessful. The stent was then removed with the same grasper. The procedure was cancelled as the physician decided not to place another stent. There were no patient complications reported as a result of this event.